Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be submitted.

Event description:
Report received from USA stating that the device was shutting off during the procedure. It is known that the device was being used during surgery and no pt injury was reported. However, it is unk if there was any medical intervention or surgical delay related to the event. No add'l info available.